Event description:
It was reported to tyco health care/kendall in 2008, that a customer had a problem with a gastrostomy tube. The customer reported that the internal part of the "button" broke off the device into the patient's stomach and was withdrawn after 6 days. A x-ray of the patient's abdomen was obtained. The pt suffered from diarrhea, vomiting and dehydration. It was necessary to perform an endoscopy to remove the piece and hospitalize the patient for 48 hours. The pt is well.

Manufacturer narrative:
I received the following info jan 30th 2008 per (tyco representative) via email: "according to the doctor the pt was hospitalized for 48 hours, after the medical procedure (withdrawal of the button). The only drugs that was administered were antibiotics (after the withdrawal of the button)". An investigation is currently under way. Upon completion the results will be forwarded.